Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Patient reported right "I have pretty much all the symptoms on the recall list", "my right implant is smaller than my left implant", and "difference in size". "Having so many health issues" "I can feel and see the difference in the size" "lots of lumps". Device remains implanted.